Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, the patient was randomized to resolute onyx and 2 lesions were treated. It was reported that the patient suffered a periprocedural myocardial infarction. Investigator and sponsor assessed that the event was not related to the device or antiplatelet medication.

Manufacturer narrative:
The event date was received. The event outcome is unresolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One resolute onyx des was implanted in the lad during the index procedure. If information is provided in the future, a supplemental report will be issued.